Manufacturer narrative:
Device identification: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999, rob 083. Device history review: a review of the DHR associated with rio 083 found quality inspection procedures successfully passed with the following notes, npr (B)(4) in reference to j1 - j3 checks and npr (B)(4) in reference to the camera stand and lcd display. Device evaluation and results: per gsp # (B)(4), "arrived on site and found no major issue with arm accuracy or camera accuracy. However I did find a film and fingerprints on the screens on the lenses of the camera. This has been known to refract the rays going to the camera sensors and created an intermittent issue. I cleaned the lenses and notified the mss of the issue. I also found the bump stops damaged again for j2. This is the second time I had to replace them. Qty 2: (B)(4) were replaced due to damage. I performed a pm and redid arm accuracy since it was passing but a bit on the higher side. All posttest passing per the service manual. System is ready for clinical use." The fse could not replicate the issue, but performed preventive maintenance. Complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio registration. There were several no other reported events. Conclusions: the failure was not confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon had an issue with implant positioning. The surgeon used manual trays to drill holes. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon had an issue with implant positioning. The surgeon used manual trays to drill holes. The case was completed successfully.

Manufacturer narrative:
There was a discrepancy between the catalog number documented in the investigation and the initial MDR.

Event description:
A surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon had an issue with implant positioning. The surgeon used manual trays to drill holes. The case was completed successfully.